Event description:
According to the available information, the physician was not happy with the placement of the altis, so he removed it. On removal it was noted to have a hole in the sling. Another altis was placed successfully to complete the procedure.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming [nc] report, and CAPA. No ncs nor capas were identified. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
An altis sling was received for evaluation. Examination of the sling revealed the static anchor attached to the mesh but slightly delaminated with a hole in the mesh. Microscopic examination of the static anchor revealed the tines to be bent outward, indicating the anchor had been implanted and removed. The dynamic anchor and tensioner were noted to be closer to the mesh indicating this occurred during tensioning. Microscopic examination of the mesh appeared to be rough and irregular, indicating stress was exerted. Blood residue was noted on the sling. Based on the information received, and examination of the returned product, a slight delamination of the static suture and hole in the mesh occurred. It was noted that the dynamic anchor and tensioner were near the mesh when received. It was concluded that during the tensioning process the dynamic anchor should be nearer the mesh area than the suture loop area. Therefore, quality concluded that the dynamic anchor may not have been placed in the correct location during implant, which resulted in the anchor coming out of the tissue. With attempts to implant and tension the suture, this may have contributed to hole in the sling. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the physician was not happy with the placement of the altis, so he removed it. On removal it was noted to have a hole in the sling. Another altis was placed successfully to complete the procedure.